Event description:
It was reported that patient experienced ineffective stimulation and shocking sensation in the left chest. Patient is also primarily getting left-sided stimulation and was not getting enough stimulation on the right side. Targeted pain pattern is bilateral low back down to feet. No accidents, falls, trauma or weight fluctuations were reported. X-rays were taken and did not show migration. Reprogramming was attempted to no avail. Surgical intervention was undertaken wherein the t7 lead was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.